Event description:
It was reported that a patient death occurred. It was reported via social media that the patient had the watchman closure device implanted and a few months post procedure the patient had thrombus present and died.

Manufacturer narrative:
Aware date used as an estimate as the death and event dates are unknown.